Event description:
Customer reportedly obtained a result of 110 mg/dl on the advantage system and 295 mg/dl on the doctor's device within 10 minutes. No action was taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent. Comparison performed in a doctor's office.